Manufacturer narrative:
The device history record was reviewed and no issues were observed the product was manufactured, inspected and released in compliance with manufacturing records. No other reports have been received for this lot number. The valve has not been explanted and it is not available for evaluation.

Event description:
Dr. (B)(6) stated that he recently had 2 fp7 cases in which the pressure was good (in the mid teens) for the first few post operative visits (up to 2-3 weeks out). At about three weeks the pressure was noted to be 30mmhg. The cases did not have any intraoperative complications with hyphema or exudates. Dr. Theorized that there was something with the device that could be causing the problem for his patients. The patient had multiple ocular surgeries including cataract surgery and vitrectomy in the past. The doctor decided to implant the fp7 after seeing a rise in iop in the patient after one of their previous surgeries. Upon follow up dr. Indicated the patient had 38mmhg before implantation and 16.2 mmhg following visit. The surgeon doesn't think that the high iop was a result of the steroid response.